Event description:
No new information.

Manufacturer narrative:
The complaint of a leak due to a damaged catheter could not be confirmed from the seven representative 22g insyte autoguard units that were provided for investigation. A visual inspection revealed no damage or defects. A functional test revealed no leaks in the IV catheter. The affected unit was not returned for investigation. Although the representative samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
IV insertion went smoothly but immediately after advancing, catheter was noted to be leaking. Blood was obtained for sample, but IV had to be removed due to leakage of blood. Upon removal, catheter had a hole/break in the catheter material that caused the leakage. Reinsertion of a new IV.